Event description:
Re-entry into surgical site (anterior maxilla) where previously-placed autogenous bone graft covered with product (bioresorbable matrix barrier for tissue regeneration) revealed abscess formation with partial resorption of bone graft.